Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited loss of output. At the request of the patient's family, the device was explanted and replaced. No adverse events occurred to the patient.